Event description:
It was reported that patient underwent a spring ligament reconstruction procedure utilizing titanium screw anchors on (B)(6) 2011. During the procedure, one of the anchors fractured during insertion. The surgeon was able to retrieve the fractured piece and used a competitor's anchor to complete the procedure. There was a delay greater than thirty minutes to the procedure as a result. Since more than one anchor from two different lots was used, it is not known which anchor lot fractured.

Manufacturer narrative:
Two lots of the ti screw anchors were used during this procedure. The information for the second anchor device is as follows: part: 902571, lot: 846380, manufacture date: 06/23/2011, expiration date: 06/30/2016. Review of device history records show that lots released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "bending or fracture of the implant." Evaluation of the returned device confirmed the fracture and noted the tip to be missing. The fracture artifacts suggest a possible bending overload fracture. The user facility was notified of the event on (B)(4) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).